Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed self test and displacement test. Unit display properly. No missing segment/partial display anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer could not see anything on insulin pump. Customer reported that they were able to see little bit before however, now could not see anything. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.